Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. A batch review will not be conducted. A follow-up MDR will be submitted if additional information or a sample is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm (air in set) was not confirmed due to lack of sample. The lot number is unknown therefore a batch review was not performed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during drain 3 of 7. The tsr explained this alarm. The tsr stated that the supplies were compromised then asked the hp if he was connected when the alarm went off and he said yes. The tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The tsr then assisted the hp with ending therapy procedure. The hp understood the explanations, ended therapy and would start over with new supplies. The pd rn contacted product surveillance on (B)(6) 2011 regarding a system error 2240 alarm. The pd rn was not aware of the alarm and stated the hp had not contacted her recently. The pd rn stated the hp was currently using the cycler for therapy and that she would follow up with the hp to discuss the alarm and the use of the disposables. There was patient involvement. No patient injury or medical intervention was reported.